Event description:
As reported by an edwards lifesciences affiliate in china, regarding an implant of a 23mm sapien 3 valve in aortic position by right transfemoral approach. During the procedure, when the 23mm commander delivery system was advanced across the aortic arch, the guidewire could not be retracted promptly. The resulting tension between the delivery system and the guidewire caused the stiff portion of the guidewire to perforate the ventricular wall. As reported, the delivery system passed through the sheath and crossed the arch and valve without significant resistance. The patient immediately developed hypotension, and the valve was promptly deployed. However, the patients hemodynamic did not improve and cardiac arrest occurred. Consequently, immediate external chest compressions were initiated, extracorporeal circulation (ECMO) was established and the pericardial effusion was drained. Once the patients blood pressure recovered under circulatory support, the patient was transferred for open chest surgery, where the endocardial and epicardial perforations were sutured, and hemostasis was achieved. Finally, the patient was in a stable condition. The perceived root cause of the event was guidewire manipulation issue.

Manufacturer narrative:
D4 UDI (B)(4), e1 phone number (B)(6). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the perceived root cause of the event was guidewire manipulation issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.